Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. The customer delivered a bolus with the pump to address bg level. However, the customer over-corrected by delivering too large of a bolus. Subsequently, bg level lowered to 22 mg/dl. The customer drank eggnog to stabilize bg level. The customer speculated that the elevated bg level could have been caused by a blockage or being low on insulin. However, review of pump history confirmed that there had been no occlusion alarms or alarms which would stop pumping. A low insulin alert was confirmed. However, customer changed the cartridge prior to it becoming empty. Customer stated that the cause of the elevated bg was unknown.